Event description:
It was reported "our patient uses the PICC/stratlock repair sets. The catheter support became detached, so the patient had to use a new support. He is now missing one to continue his treatment correctly."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as the manufacturing lot number provided by the complainant is invalid.

Event description:
It was reported "our patient uses the PICC/stratlock repair sets. The catheter support became detached, so the patient had to use a new support. He is now missing one to continue his treatment correctly." Additional information received: the event occurred during infusion.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.